Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was completed: synthes (B)(4) manufactured the part. The parts conformed to all requirements of (B)(4) inspection sheet. There were no material review reports or non-conformance reports associated with this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6), 2014 while reviewing field equipment, the aiming arm was found with one of the locks missing a piece; it was broken off. There is no patient or procedure involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date device received added. The device is in good condition, is not missing any parts, and the moving parts function as designed. The thumb screw was not attached to the device, but easily screwed in as intended and is not damaged. The design of this device was found to be adequate for its intended use and no drawing discrepancies were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.